Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had died the night prior to report. The patient called an ambulance due to chest pains and died in the emergency room. The patient had trial leads put in on (B)(6) 2013 and was scheduled to have the trial leads pulled on (B)(6) 2013. Follow up information received reported the cause of death was a massive heart attack. The patient had a history of cardiac issues and it was reported as "not considered to be device related." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).